Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. However, it was found that the programmer exhibited longevity estimation anomaly. Based on this information, there was no evidence of device malfunction.

Event description:
It was reported that the asymptomatic, pacemaker dependent patient presented for routine follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced successfully in (B)(6) 2017. The patient¿s condition was stable before, during and post procedure.